Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Stenosis is a known adverse event noted in the xience v instructions for use (IFU) and is not necessarily an indication of a product deficiency. Additionally, stenosis, dyspnea, and hospitalization are potential pt effects listed in the risk assessment. In this case, it is likely that dyspnea, is a secondary effect of the stenosis. There does not appear to be any indications of a stent delivery system quality problem as there was no reported product malfunction. A cause for the reported pt effects and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction was reported. It was reported via a trial that in 2008, the pt underwent stenting of the mid lad, 3rd lpl, dist cx, 1st ob mar, prox lad and 2nd ob mar (pre-dilated) with six xience v stents. In 2009, the pt was hospitalized due to shortness of breath. An angiogram was performed, which revealed >=70% and <100% stenosis within the prox lad. Another company's des was implanted to treat the stenosis. No additional event or pt info is available.